Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the sheath along with a partially opened poly foil pouch. The suture and tamper tube were returned as well. Visual inspection revealed that the suture was present outside the carrier tube assembly. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was felt stiff upon receipt. The tamper tube was completely released from the carrier tube. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly had advanced into the distal position along with the rack. No anomalies were noted with assembly as it rested within the lower handle. The gearbox assembly was then removed from the lower handle. Microscopic visualization showed no suture was present around the spool. Also, the suture was not found to be tethered to the green suture stake. No other visual anomalies were noted. Functional testing was performed on the gearbox assembly; the drive gear was turned counter-clockwise and the rack advanced proximally. No resistance was encountered as the rack moved. The hemostatic sheath was removed from the carrier tube assembly. The carrier tube assembly was dissected, and no suture was present within the tubing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used an angio-seal evolution 6fr to perform a diagnostic angiography procedure. The doctor selected the angio-seal to close the puncture site; as he entered to deploy the anchor, during the handle pullback; the suture completely came out without collagen nor the anchor from the patient's body and separately completely from the device. The device couldn't complete the puncture site closure, and the doctor finished the case with manual compression. The patient was reported to be in stable condition. There were no complications with the outcome as manual compression was performed. Additional information was received 05september2019: a pre-deployment angiogram was performed. The anchor was left in the patient. The collagen was left in the patient. There is confirmation that the suture detached completely from the anchor and collagen leaving them inside the patient. There was no testing performed to locate the anchor and collagen. The anchor is inside the vessel and the collagen is in the subcutaneous tissue. The only medical or surgical intervention that was performed was manual compression to re-assure hemostasis.